Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed in the device logs. However the device was put through extensive testing including full functional testing and stress testing without duplicating the report. The customer's report is attributed to a software timeout. The device was recertified and returned to the customer. It is suspected that the battery was depleted. This could not be firmly established as the battery involved was not returned as part of this investigation. No trend is associated with reports of this type.